Event description:
On (B)(6) 2013, intuitive surgical received uf/importer report (B)(4) from the FDA. The event details are provided below: during the or procedure, the da vinci scissor tip was burned during use. Burn went through scissor tip to instrument and burned a coating on end of scissor. The packaging was not retained thus cannot submit all the numbers on package, just the device itself. The patient was having robotic surgery for removal of uterine fibroids, there was no harm to the patient.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument and mcs tip cover accessory were not returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. Intuitive surgical has contacted the site several times to verify additional information regarding the reported event. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due the allegation that during a da vinci surgical procedure, arcing from the mcs instrument with the mcs tip cover accessory installed was observed.